Manufacturer narrative:
D.10. Concomitant medical products and therapy dates: this information remains unavailable to gore. H.6. Investigation findings for analysis of production records: code c19 - the review of the manufacturing paperwork verified that the lots involved in this event met all pre-release specifications. H.6. Type of investigation: code b15 - images were provided, and an imaging evaluation was performed. H.6. Investigation findings for imaging evaluation: code c070603 - a wire fracture was confirmed on imaging. H.6. Type of investigation: code b15 - as the device remains implanted, a device evaluation is unable to be performed. An analysis of relevant data will be performed in view of supporting the identification of possible causes of the event. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2023, the patient underwent endovascular treatment of a thoracoabdominal aortic aneurysm (taaa) in the gore® excluder® thoracoabdominal branch endoprosthesis (tambe) clinical trial. On 6-month follow-up imaging, performed (B)(6) 2024, a wire fracture was observed in the tambe aortic component near the right renal artery. No treatment has been performed.

Manufacturer narrative:
H.6. Investigation findings for engineering evaluation: code c21 updated to code c070603. H.6. Investigation findings for engineering evaluation: code c070603 - the device evaluation was performed based on what was reported to gore and angiogram images. The imaging evaluation confirmed a stent fracture on the right side of the tambe device one row above the right renal portal outlet. The root cause of the reported stent fracture could not be identified with the available information. H.6. Investigation conclusions: code d16 updated to code d15. H.6. Investigation conclusions: code d15 - there is insufficient information available for gore to reasonably draw conclusions related to aspects of the event, therefore conclusion code ¿d15: cause not established¿ is being used. Insufficient information may include limited or missing relevant medical records, involvement of multiple implanted devices (including non-gore devices) in the field of treatment, patient non-compliance, and/or a general lack of available detail or specificity related to an adverse event and/or device. H.6. Investigation conclusions: code d12 added. According to the gore® excluder® thoracoabdominal branch endoprosthesis instructions for use, potential device and procedure-related adverse events and complications that may occur with the use of the gore® excluder® thoracoabdominal branch endoprosthesis, or in any endovascular repair procedure, which may or may not require intervention include, but are not limited to, stent fracture.